Event description:
Boston scientific received information that approximately two weeks post-implant, the patient with this system exhibited a drop in heart rate and sought medical attention. Reportedly, the implant procedure was unremarkable; all system measurements post-implant were within normal ranges and right ventricular (rv) auto-capture had been programmed on. During the medical exam, no issues were observed and the patient dismissed with no reprogramming changes. Approximately one month later, the patient was seen in-clinic for a normal system follow-up, at which time interrogation showed a rv automatic threshold failure. The date of autocapture failure corresponded to the emergency room visit the month prior. As a result, the physician elected to reprogram system thresholds to a fixed 5v and instructed the patient to return for normal follow-up. To date, no further adverse patient effects were reported. Boston scientific's technical services (ts) reviewed system performance, stating this maybe the result of a rv lead micro-dislodgement or a lead-device, connection anomaly. Ts reported that additional testing should be considered to ensure rv threshold stability.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.